Event description:
Event description guidant received information that this pacemaker's battery was depleting at a rate which concerned the physician. The physician was unable to obtain impedance measurments because the check-up was completed via transtelephonic monitoring.